Manufacturer narrative:
H6: investigation summary one sample in open packaging was received by our quality team for evaluation. The sample was subjected to visual inspection to check for foreign matter. Black loose foreign matter firmly stuck to the inner surface of the eclipse hub. The foreign matter was sent for fourier transform infrared spectroscopy analysis to determine the foreign matter type. The results show that the spectrum matches reasonably with that of polycarbonate and silicone compounds. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As the foreign matter sticks firmly to the inner surface of the eclipse hub, the possible contact points is before the package sealing process. The stations that contact the eclipse part a the primary packaging machine was reviewed. There is no contact on the inner surface of the eclipse hub at the feeder track. There is also no contact on the inner surface of the eclipse hub at the pick and place station whereby the gripper is gripping the needle shield and safety shield. As the foreign matter is a mixture of polycarbonate and silicone material, the primary packaging machine was reviewed. There is no black polycarbonate and silicone material used at the machine. The eclipse part was purchased from bd curitiba and the investigation team there has performed an investigation as well. The possible cause for the incident was the placement of the empty rack (without parts) before the equipment¿s lubrication station, where the silicone dripped to the rack and then was in contact with dark dirt near the machine. The mixture ended up being transferred to the interior of the hub during the hub loading process. The operational team will be notified of this occurrence and trained to place the empty racks after the uv oven. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported needle eclipse 18x1-1/2 rb contained foreign matter. The following information was provided by the initial reporter: "foreign matter-mold looks like the size of a pea"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported needle eclipse 18x1-1/2 rb contained foreign matter. The following information was provided by the initial reporter: "foreign matter-mold looks like the size of a pea."